Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the patient¿s duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sponge of the biopsy cap was dislodged and was found inside the scope. The scope was removed and the procedure was completed using a second scope and different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.